Manufacturer narrative:
(B)(4).

Event description:
It was reported the scale was inaccurate due to a calibration issue. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.